Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify a33 and motor error alarm due to completely broken reservoir tube lip. However, the motor was tested outside of the device and passed. Device received with broken reservoir tube lip, cracked case at the reservoir tube window corners, cracked reservoir tube window, missing end cap sticker, broken belt clip slot and loose drive support disk. The test infusion set and reservoir does not lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 514 mg/dl at the time of the incident. Another blood glucose level was 436 mg/dl. The customer was assisted with troubleshooting for high blood glucose. Customer stated that the insulin pump had no delivery alarm and infusion set had a bent cannula. Customer stated that the insulin pump had a compromised force sensor system alarm. The device was not bumped or dropped prior to the alarm and the drive support cap appears sticking out. The customer was treated with insulin pump. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did allege insulin pump was under delivering. The device will not be returned for analysis.